Manufacturer narrative:
Correction: additional information indicates that device code c62883 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-sep-29. E1 (rep), rp (rep): additional information was reported that it was clarified that the patient did not indicate any actual heating, just the presence of that temperature sensor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported he was feeling the stimulation and noticed the sensation stop and start up again while he was sitting. They said he got up to get his recharger and noticed the stimulation turned on and off a couple times. The patient stated he connected to his ins with the recharger and he had 1/4 battery, but saw elective indicator removal (eri). It was reviewed with the patient that eri should not affect how the therapy is being delivered. It was recommended that the patient monitor the issue and the patient was redirect to have their healthcare provider (hcp) check the ins. The patient stated he had fallen a few times, but doesn't believe any of the falls would have affected the ins. The patient also mentioned he had an x-ray or cat scan to check something about his lung because he is a cancer survivor and quit smoking. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was also received from the patient via a manufacturer representative (rep) reporting that the patient had heating and a temperature icon while charging. There were no contributing factors reported at this time. It was noted that the patient¿s device was at eri and was therefore replaced on (B)(6) 2020. It was indicated that the issue was resolved. It was indicated that the patient got good therapy from the system and all impedances were within normal limits. The event began in (B)(6) 2020. The device would be returned for analysis.

Manufacturer narrative:
H3: analysis of the 37714, serial#(B)(6) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient calling back in regard to eri (elective replacement indicator) and inquired about the replacement process for the ins, which patient services reviewed. The patient confirmed that they had a doctor in (B)(6) that they were working with for the replacement.